Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle/corail hip replacement; a malone, (B)(6) hospital, (B)(6) 2018. During the operation a screw was required, when drilling for a screw the drill bit broke, all parts appear to have been removed from the patient, the procedure was finished with a shorter drill from the set. Patient appears to be ok. 1 minute delay to the procedure.

Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.